Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took manual bolus and then manual injection for the treatment. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009280, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009280". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009280 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 12/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4h02914 was manufactured according to the (wi) version 64 and manufactured in the machine sc06 on 21/aug/2023, with a total of (B)(4) units. The lot 4j02381 was manufactured according to the (wi) version 64 and manufactured in the machine sc05 and sc06 on 12/sep/2024, with a total of (B)(4) units. The lot 4j03035 was manufactured according to the (wi) version 64 and manufactured in the machine sc05 and sc06 on 13/sep/2024, with a total of (B)(4) units. The lot 4g04213 was manufactured according to the (wi) version 64 and manufactured in the machine sc08 on 26/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.